Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had infusion set issue and experienced high blood glucose level of 470mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms of dehydration. Customer's blood glucose value was 403mg/dl at the time of the call. The customer stated that the infusion set were not bent when removed. The were no further troubleshooting performed. The product will not be returned for analysis.